Manufacturer narrative:
The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported left side "pain, alteration of shape, as if where deformed, liquid coming out" and contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Patient additionally reported left capsular contracture as baker grade IV.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, e.1: country brazil.

Event description:
Patient reported left side "pain, alteration of shape, as if where deformed, liquid coming out" and contracture baker grade unknown. Device remains implanted.